Event description:
As reported by the user facility: event description: "IV pump didn't infuse with time programmed (too slow). Nurse states under infusion of IV fluids, pt was to receive a bolus and was approximately 200 cc. Pump was tagged and uhs was called. Nurse was educated on process for pump failure and to call biomed save the tubing and bag." Unk medication, rate and total volume infused. No tubing will be sent in with this pump. No pt injury.

Manufacturer narrative:
(B)(4). The actual device has not been received and the investigation is on going at this time. A follow up report will be provided when the investigation results become available.